Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
A physician's assistant reported via phone call that the customer was currently hospitalized due to hyperglycemia and diabetic ketoacidosis. Blood glucose level at the time of admission was over 600 mg/dl. Blood glucose level at the time of the call was 461 mg/dl. The customer reported that the insulin pump did not seem to be delivering insulin properly. The customer reported feeling light-headed and having increased volumes of urine and an increased thirst. The caller reported that the customer regularly experiences blood glucose levels over 600 mg/dl, but treats with manual injections. During troubleshooting, the caller reported that the insulin pump was cracked from the reservoir window to the escape button. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).